Manufacturer narrative:
Analysis found normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a routine follow-up, the pulse generator exhibited a diagnostics anomaly. The device was explanted on (B)(6) 2013.